Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about high blood results. Performed blood test - 322 mg/dl. Caller states she normally reads between 130-145mg/dl. Based on (B)(6), the bias between the lowest result in memory (332) and the normal result (130) is located in zone c. No adverse event reported.